Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported experiencing noise with the fresenius cycler. There were no reported injuries to the patient as a result of the noise, however, in a subsequent call, the patient stated she had peritonitis. In additional follow-up, the patient¿s pd nurse confirmed the reported issue of noise (on (B)(6) 2022) did not cause any harm to the patient. It was stated the patient was experiencing symptom of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic. The nurse indicate the pd culture grew coagulase negative staphylococcus. The patient was treated with vancomycin (dose not provided) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is reportedly recovering and continues pd treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of staphylococcus which is normally found on human skin. Therefore, based on the reported information, the peritonitis can be attributed to touch contamination during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2022 this patient on peritoneal dialysis (pd) reported experiencing noise with the fresenius cycler. There were no reported injuries to the patient as a result of the noise, however, in a subsequent call, the patient stated she had peritonitis. In additional follow-up, the patient¿s pd nurse confirmed the reported issue of noise (on 15/nov/2022) did not cause any harm to the patient. It was stated the patient was experiencing symptom of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2022 the patient had a pd culture obtained in the outpatient pd clinic. The nurse indicate the pd culture grew coagulase negative staphylococcus. The patient was treated with vancomycin (dose not provided) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is reportedly recovering and continues pd treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.